Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). Troubleshooting was performed. The customer was unable to clear the alarm. Insulin pump failed during displacement test. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note, any cracks in or around the reservoir tube lip or in the retainer ring. Did not note, any cracks in the battery tube or in the battery threads. The pump was received, without a battery cap. The pump passed, the leak test. The pump was received, with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests, due to the critical pump error (open book image). Attempt to upload using thump was successful. The adapt tool confirms, that 5+ pump error 43s occurred on (B)(6) 2024 from 12:51:18 to 13:14:43. And that a pump error 35 occurred, on the same date @ 16:38:43. The case was cut open, after visual inspection. There is are signs of previous moisture presence in/around the following: outside of the motor sleeve, pcba1--j6, home motor switch, force sensor flex cable terminal. In summary, the customer¿s report of pump error 43s was confirmed, in the pump's history. The critical pump error (open book image) and the pump error 35 are, due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.